Event description:
This lead was explanted because it was dislodged. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.